Manufacturer narrative:
(B)(4). Insulin pump received with blank display due to corroded electronic assemblies. Unable to perform displacement test, self test, and current measurements due to display anomaly.

Event description:
Information received by medtronic indicated that, there was a condensation on the pump-where the glass viewing part is. Did self test and which was passed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.